Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2011 and performed to specification up to the (B)(6) 2014. Multiple manual power ups, mainly of ten minutes duration, were recorded between the (B)(6) 2015 and the last history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the patient pogo-pins. This had no impact on the device ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.